Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The soda sorb canister was replaced, and the unit was returned to service. The customer contact reported that there is no patient information available.

Event description:
The hospital reported the unit was delivering high c02. There was no report of patient injury.